Manufacturer narrative:
Estimated date. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information the two additional proglide devices referenced are being filed under separate medwatch report numbers.

Event description:
It was reported that an arteriotomy closure of an unspecified access site was attempted with three proglide devices during a transcatheter aortic valve implantation interventional procedure. Reportedly, the three devices had a problem with the release [failed to deploy]. A new unspecified abbott device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Analysis was performed on the returned device. The reported failure to deploy could not be tested/ confirmed as the plunger, link, suture, posterior needle tip and cuffs were not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.